Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. It was reported that a femoral angiogram was not taken. The starclose se instructions for use states: perform a femoral angiogram to verify the location of the puncture site. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other proglide device referenced is being filed under separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Correction - changed from serious injury to malfunction.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device after an unspecified procedure. Reportedly, the sheath splitter was observed to be bent from the clip delivery tube before engagement with the external sheath hub. While keeping vessel access with the same sheath a second starclose se package was opened and the sheath splitter was observed protruding from the clip delivery tube and the device was not used on the patient. A third starclose se device was used and reportedly there was no audible click while connecting the exchange sheath with the clip applier and the connection felt poor. While the exchange sheath and clip applier were held together the clip was deployed and hemostasis was achieved. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, it was initially reported the device was not used in the patient. Device analysis found blood in the flex guide of the starclose se device which indicates the device had been inserted into the exchange sheath in the patients anatomy; therefore, this event will be reported.

Manufacturer narrative:
(B)(4). Correction - the initial medwatch report was filed with the adverse event, requiring intervention to prevent permanent impairment/damage boxes checked. Medical assessment confirmed no adverse patient effects occurred and no medical or surgical intervention was performed. Reported event is a malfunction only. Correction - the statement: the draw back of blood could not be achieved, will be removed. Correction: the other starclose se device referenced is being filed under a separate medwatch MFR number. Evaluation summary: the device was returned for analysis. The reported bent sheath splitter (cutter) was confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Reportedly, a femoral angiogram was not taken. The instructions for use, states: perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity, or presence of arterial wall dissection. Based on the information reviewed, there is no indication of a product deficiency.